Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is having a dr. Appt to find out if his results are high.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 120 -150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 09/19/2020 and open vial date is unknown. The meter memory was reviewed for previous test result history. (B)(6).